Manufacturer narrative:
H11: the device was evaluated onsite by a baxter qualified technician. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The bed underwent functional testing and the device performed according to product specifications. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a caregiver sustained a fractured foot when the bedrail of a centrella bed was lowered. The caregiver and a second caregiver were present in the room, and the bed was lowered unaware the first caregivers¿ foot was directly under the bed/siderail. The bedrail was lowered then the bed was lowered inadvertently onto the caregiver¿s foot. The injured caregiver was wearing normal athletic shoes at the time of the event. An x-ray and magnetic resonance imaging (MRI) were performed. The results were not reported. The caregiver was placed in a boot and was given an unknown injection. The caregiver is also completing ongoing therapy and time off from work. Per the device's instructions for use, ¿caution - before you raise or lower a siderail, make sure that the area around the siderail is free of objects and devices. Failure to do so could cause equipment damage.¿. Additionally, the instructions for use state ¿warning - when the bed is in its lowest position, make sure that your feet are out from under the siderail before you lower the siderail. Otherwise, injury could occur.¿. No further information was available at the time of this report.